Event description:
The manufacturer service technician reported that the paint chips were flaked off the device while it was being serviced at the user facility. There were no adverse consequences related to this event.